Manufacturer narrative:
Although performing pm seemed to resolve the customer's concern, the root-cause could not be confirmed although the most probable root cause is associated with an antibody being weak and/or at the detection limit of the technique and reagents used. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reports two events of the provue giving false negative antibody identification results. Each event involved a patient with prior history of receiving rhogam and had positive antibody screening results, as expected. The first event was on (B)(6) 2017. The provue panel a results were all clearly negative. The reaction for cell 3 was flagged with a question mark but upon physical inspection of the gel card, the customer modified the result to negative. The second event was on (B)(6) 2017. Provue produced negative results for cells 1, 2, 4, and 11. Cell 3 did show a 1+ positive reaction. This emdr is 2 of 2.